Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was unable to verify excessive no delivery alarm due to button error alarm. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms and button error from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. After troubleshoot, insulin did exit and the pump did not alarm no delivery. The customer also reported button error when she woke up. The customer stated that the button error did not occur right after the pump was exposed to moisture. The insulin pump will be returned for analysis.